Event description:
During the procedure the sheath of the device kinked. Reportedly, two holes were also detected in the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.